Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (288 mg/dl). Reportedly, cause of elevated bg level was likely due to inaccurate carbohydrate estimation during dinner. Elevated bg level was treated by delivering a correction bolus via the pump. Additionally, the customer reported filling the cartridge with 150 units but could not complete the fill tubing sequence and could not remember if a minimum fill message occurred. Customer filled an additional 100 units and was able to complete the fill tubing sequence successfully. There was no reported impact to customer's bg level.

Manufacturer narrative:
.